Manufacturer narrative:
By checking the sterilization charts of the involved lots, no pre-existing anomaly was found on the overall number. Therefore, we can ensure that all the products placed on the market with these lots have been properly sterilized before being placed on the market. Limacorporate receveid from complaint source some pictures of the explanted components and one x-ray image dated 18th of november 2019. We asked for a medical evaluation of the material received to our extremities' medical consultant. Following his comments: "p acnes to my mind is impossible to eradicate (in a male more than in a female). There have been "successful eradications" but they are rare. On this x-ray there is significant lysis around the humeral stem consistent with infection. My advice would be a "two stage" in the one operation implantation of a prostalac and long term antibiotic suppression". Explants are not available to be returned to limacorporate for further analysis. Based on the very few info received and on the analysis performed, we can speculate that infection originated before implanting the lima smr hemi prosthesis and was never completely solved. By considering that manufacturing records were checked confirming the batch numbers involved were manufactured correctly up to specification and in-line with the relevant checks and tests, this case cannot be classified as product related. Pms data revision rate related to infection cases of smr hemi prosthesis is estimated to be (B)(4). Based on the root cause analysis performed, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Revision surgery of smr hemi prosthesis performed on november 12th, 2019 due to infection. According to the information reported, root cause for infection was original humeral fracture that was plated and became infected. Patient was treated with antibiotic cement beads and then it was decided to implant the hemi shoulder prosthesis on (B)(6) 2019. However, infection was not completely eradicated, so revision surgery was performed on (B)(6) 2019 and only antibiotic spacer implanted. Germ responsible for infection is p acnes. During the revision surgery, the following components were explanted: smr cementl. Revision stem ø13 mm, product code 1308.15.134 - lot #1612036 - ster. 1600274. Smr humeral head ø40 mm, product code 1322.09.400 - lot #1500643 - ster. 1500057. Neutral adaptor taper standard, product code 1330.15.270 - lot #1809836 - ster. 1800249. Smr trauma hum. Body # short, product code 1350.15.030 - lot #1606208 - ster. 1600186. No patient data available rather than patient is a woman. Event happened in australia.

Manufacturer narrative:
By checking the sterilization charts of the lot#/ster. Involved, no anomaly was detected. Therefore, we can state that all the components manufactured and sterilized with the involved lot#/ster. Have been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to infection performed on (B)(6) 2019. According to the information reported, cause for infection was original humeral fracture that was plated and became infected. Then patient was treated with antibiotic cement beads and then it was decided to implant the hemi prosthesis (on (B)(6) 2019). However, infection was not completely eradicated, so revision surgery was performed and antibiotic spacer implanted. Germ responsible is p acnes. During revision, the following components were explanted: smr cementl. Rev. Stem 13 mm, code 1308.15.134, lot #1612036, ster. 1600274. Smr humeral head 40 mm, code 1322.09.400, lot #1500643, ster. 1500057. Neutral adaptor taper standard code 1330.15.270, lot #1809836, ster. 1800249. Smr trauma hum. Body # short code 1350.15.030, lot #1606208, ster. 1600186. Event occurred in (B)(6).